Event description:
Litigation papers allege physical injuries, pain, disfigurement and elevated metal ion levels. Update: (B)(6) 2014 - sales rep reported revision surgery for the right side of the patient. The dob for the patient was provided and will be updated for the left side. There is no new additional information that would affect the investigation. This complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - plaintiff¿s preliminary disclosure form was received, which identified dor information. The complaint and associated MDR's were updated. There was no new information that would change the outcome of the investigation. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - ppd with medical records received. Patient revised to address adverse metal reaction. Upon revision, cloudy fluid and corrosion on the trunnion were noted. The stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).